Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which is part of the advisory population, was explanted during a lead revision for high pacing impedance.